Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). Qc was in range. The customer completed a sample contamination test and found no obvious contamination. The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 result from the cobas c 503 analytical unit for three patients. Patient 1's initial result was 146 u/l, and the repeat result was 65.1 u/l. They reran the sample 10 times and received results between 62.4 u/l and 63.1. The sample was repeated because the initial result did not match the previous result. The repeat result was deemed to be correct. Patient 2's initial result on (B)(6) 2026 was 92 u/l. With repeat results: 76 u/l, 58 u/l on the same analyzer. A repeat result of 76 u/l on an unspecified analyzer. A repeat result on another c 503 was 56 u/l. They reran the sample 17 times and received results between 99.5 u/l and 102 u/l. They reran the secondary sample 21 times and received results between 98.2 u/l and 99.7 u/l. Patient 3's initial result on (B)(6) 2026 was 133 u/l. The first repeat result was 165 u/l. The second repeat result was 133 u/l. There are discrepant results for test alkaline phosphatase acc. To ifcc gen.2, and discrepant results for test creatinine plus ver.2. This MDR will cover test alkaline phosphatase acc. To ifcc gen.2. See the MDR with a1 patient identifier (B)(6) for test creatinine plus ver.2.